Manufacturer narrative:
Batch review performed on 05 january 2016: lot 124747: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2017-12-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient presented with hip pain. The surgeon found that the stem had potted so he revised the stem head and liner. The surgery was completed successfully. The explants will not be returned. There are no x-rays available.

Manufacturer narrative:
On 09mar2016 it was prepared a final report with the information already submitted in the initial report. On 14mar2016 the report was sent to the initial reporter and the case was closed.